Manufacturer narrative:
D10 concomitant devices: 3 peg patella (200-02-29, (B)(6)). Logic femoral component (02-010-01-0220, (B)(6)). Logic tibia trapezoidal tray (02-012-41-2010, (B)(6)). The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 108 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, and osteolysis. Initial surgery and revision surgery operative notes were provided and confirmed polyethylene wear and loose femoral and tibial components. Post operative diagnosis noted wear of the implant. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: 3 peg patella (200-02-29, (B)(6), logic tibia trapezoidal tray (02-012-41-2010, (B)(6), optetrak logic tibial insert (02-012-44-2011, (B)(6), stryker simplex hv x 4.

Event description:
It was reported via legal documentation that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address a loose femoral component. Initial surgery and revision surgery operative notes were provided and confirmed the loose femoral component. The patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening. The reported femoral loosening could not be confirmed. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.